Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hand surgery the anchor did not hold, twisted in the bone and couldn't be fixated. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. After evaluating the received device, it was concluded that there is no evidence of failure. One unpackaged ar-1318ft-1 serial/batch (B)(6) was received for evaluation. Functional testing was performed by setting the anchor back in the driver without issues. Visual evaluation revealed no damage to the anchor, suture, and/or driver.